Event description:
During a remote follow-up, noise that resulted in over-sensing was observed on the right atrial (ra) lead. No intervention was performed to resolve the event. The patient is stable and will continue to be monitored.